Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to detach from the delivery device onto the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications.

Event description:
According to the reporter, the customer called to report a capsule failure to attach. There was no harm to the patient but a repeat procedure was necessary due to the event. There was nothing unusual about the patient or the procedure itself that led to the failure. An endoscopy was not performed. The user has been performing procedures for over 5 years and it is unknown how they were trained. Lubricant was used to facilitate capsule placement and the customer reported none got into the capsule chamber. The user is not sure what caused the failure to attach.